Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a continuous air-in-line alarm while infusing a nafcillin therapy. There was no reported injury to the patient.